Event description:
A malfunction alarm identified as code malf 12 was reported, but there was no adverse impact to the customer's blood glucose level. The customer did not have her charging supplies at the time and decided to go home, planning to call back to complete the pump reset and troubleshooting when she had the necessary charging equipment. Technical support provided pump reset information and assisted with the reset process. There was no additional information received regarding the outcome of the event, as follow-up from the customer was still pending.